Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) reported the generation of discrepant results for 1 patient tested with the cobas sars-cov-2 and influenza a/b test for use on the cobas liat. During initial testing, the sample was positive for flu a, flu b, and sars-cov-2. As the patient was asymptomatic, the sample was retested on the same cobas liat analyzer and generated negative results. The sample was also sent for conformational testing (test unknown) and it was negative. No further details were provided. The sample was a swab from the patient's throat and was collected in a virus transport media from jiangsu mole bioscience co., ltd. The sample collection site and media are not listed in the test's instructions for use. Nasopharyngeal and nasal swabs are validated sample types using bd universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab or bd universal viral transport (uvt) 3-ml collection kit with a regular flocked swab. No harm or injury was reported.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).